Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced with an infusion set cannula appeared flat like the cannula was smushed flat not bent over event on (B)(6) 2025. The event occurred within three hours of insertion. The blood glucose level was 380 mg/dl at the time of event and the patient got treated with correction bolus via pump. Insertion site was near triceps on back of arm. No further information available.